Event description:
It was reported that the customer experienced a malfunction alarm on the pump, indicated by a communication error with the touch screen. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to report if any further malfunctions occur.